Manufacturer narrative:
The customer reported that she was experiencing pain when pumping with her pump in style advanced breast pump. She stated that she went to her physician regarding the pain issue and her physician prescribed a medicated cream for the pain. In follow up with the customer on (B)(6) 2015, the customer reported to a complaint handler that she had been prescribed the following medications by her physician: a topical steroid, nystatin ointment, and all-purpose nipple ointment. The customer reported that her pain has subsided but has not completely resolved. She stated that she was now experiencing some discomfort when she uses the device, but does not believe there to be any issue with the device. The customer is not returning the device at this time. Should additional information become available resulting in new, changed or corrected information, a follow up report will be filed at that time. Breast shield sizing issues are addressed under investigation (B)(4).

Event description:
The customer reported that she was experiencing pain when pumping with her pump in style advanced breast pump. She stated that she went to her physician regarding the pain issue and her physician prescribed a medicated cream for the pain. In troubleshooting with the customer it was determined that the customer was using the incorrect size breast shield.